Event description:
During a standard dental treatment on tooth #43 and 44, the handpiece heated up and burned the patient on inside the lip. The size of the burn is approximately the size of the handpiece's head. Patient was given some otc vitamin e oil for burn. No medical care was necessary.

Manufacturer narrative:
The customer did reject to send the handpiece in for analysis, as they had only once a problem. The handpiece did not heat up again afterwards. Due to the described circumstances the most likely explanation is that during the use of the handpiece the back cap has been pressed (use as cheek retractor). This causes that inner parts have an unusual friction which causes the heat up. The user instruction clearly states that the back cap mustn't be pressed while the bur is rotating. It is also stated that soft tissue (lips, cheek, gingiva) must not be touched with the hand piece. Reported due to the 2 year presumption rule. Customer did not supply a serial number of the product.